Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. It also indicated an r-wave amplitude measurement issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a high and varying sensing integrity count (sic) and varying and decreasing r-waves. The physician has increased follow-up visits and the lead remains in use. No patient complications have been reported as a result of this event.